Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. A final report will be issued upon completion of laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of device memory confirmed a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics, and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior. Analysis determined the first recorded instance of code 1003 occurred on 11/24/2024. As such, the event date has been modified from 11/25/2024 to 11/24/2024 accordingly.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. This report is updated with the product investigation results.